Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. It was reported that a gemstar pump and a gemstar bolus cord were connected to the docking station. It was reported that during testing, after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. The customer contact reported that the bottom right contact pin was missing from the bolus cord port on the docking station. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.